Event description:
The user walked into the kitchen and noticed that the walker was leaning. She noticed that the left rear wheel of the walker had come off. No injury was reported.

Manufacturer narrative:
The circlip that prevents the wheel from coming off had been over-extended. The wheel axles of the walker were according to specification. The walker was 8 years old. Etac ref. No. (B)(4).